Event description:
On (B)(6) pt had nasogastric (ng) tube placed with no problems. Follow up abdominal kub image that showed tip of ng tube coiled upon itself aspect angled cephalad, at about the level of the ge junction. Ng tube replaced and on (B)(6) pt had abdominal kub exam that showed ng tube coiled upon itself and the tip in the chest intrathoracically requiring repositioning of the tube to correct.